Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing or cartridge tubing during the load fill tubing process. Multiple supply changes were performed and the issue continued. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 302-303 mg/dl.